Manufacturer narrative:
Additional information was received on 18-jul-2023. It was reported that there was no alteration on shaft surface. The soft tip did not buckle nor wrinkled. The soft tip was folded over. As such, the h 6. Medical device problem code has been updated and the code of material too soft / flexible (a040608) was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-jun-2023. It was reported that the tip was damaged. There is no picture available. The device evaluation was completed on 6-jul-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual and dimensional inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the tip of the device. A dimensional inspection was performed, and the device passed within specifications. Device history record (DHR) was performed for the finished device 50000181 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. It was reported that the physician felt more resistance than usual when inserting the vizigo¿ sheath into the left atrium (la) after atrial septal puncture. The procedure was continued and completed without any problems. However, when the vizigo¿ sheath was removed from the patient's body, the tip of the product was ¿state of rolled over¿. The procedure was completed without patient consequence. Additional information was requested; however, no further information has been made available. With the information currently available, this was assessed as a MDR reportable sheath shaft rough issue.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).